Manufacturer narrative:
Intuitive has received the sureform stapler 60 and the white reload associated with this complaint and completed investigations. The reload was analyzed and damage was found to the reload. The returned reload was used and fired. Visual inspection displayed signs of physical damage to the cartridge and knife with lodged staples in between the track. There were 4-5 lodged staples in between the knife track. The blade was not exposed, and the staples were lodged in between the cartridge. The pushers and shutter were fully deployed. The staples were removed from the reload and cartridge damage was observed. The cover was removed to allow access to the knife and blade damage was observed. The reload blade was found to have mechanical indentations. The stapler instrument was analyzed and found to have 1 unclamp failure based on the log review that was not replicated in-house. The logs displayed 1 unclamp failure with error code 22030 an p1 value of 2, which confirms an unclamping failure. The stapler was installed onto an in-house system and fired on a test foam using in-house blue and white reloads. The instrument fired and unclamped successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the advanced technical logs for the sureform 60 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show pn 480460-09, ln k10230829-0390, was installed on the system 2x and fired 2 reloads (1 blue, followed by 1 white). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. During the unclamping after the 2nd fire, the system detected a drivetrain failure. The unclamp failed at ~99.99%, per the dsp logs. Master supervisory controller (msc) logs show error codes 22030, and 282 at the same timestamp, representing the unclamping drivetrain failure, and subsequent force expiration of the instrument. The instrument was then removed and not used again in the procedure. As the instrument completed the unclamp to ~99%, there was likely no real need to use the stapler release kit (srk). Logs did not show use of the e-stop or srk. The failure occurred on the universal surgical manipulator (usm) 3, and fse notes refer to an error with usm 3.

Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, after stapling with a sureform stapler 60 instrument, an error message popped up on the screen "possible failure detected while unclamping. Use grips to verify jaws are open. Do not reuse." The procedure was completed with no reported injury.